Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent laparoscopic ventral hernia repair with mesh ventral hernia repair with mesh. He had revision surgery 3 years and 8 months post surgery. The patient underwent excision of mesh and repair of small with stapled anastomosis, repair of incisional hernia with mesh. The patient experienced surgical revision, infection, wound vac, bowel repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced hernia recurrence, infection, inflammation, fibrosis, open wound, bowel repair, pain, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, and anemia of chronic disease. The patient underwent surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced hernia recurrence, infection, inflammation, fibrosis, open wound, adhesions, pain, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, inflammation, scarification, lack of adequate ingrowth, small bowel obstruction, mesh deformation and anemia of chronic disease. The patient underwent surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdomnal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced hernia recurrence, infection, inflammation, fibrosis, open wound, adhesions, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, inflammation, scarification, lack of adequate ingrowth, small bowel obstruction, mesh deformation, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and anemia of chronic disease. The patient underwent surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. The patient experienced surgical revision, infection, open wound, bowel repair, and mesh erosion. The patient underwent laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced perforation, suffering, hernia recurrence, infection, inflammation, fibrosis, open wound, adhesions, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, inflammation, scarification, lack of adequate ingrowth, small bowel obstruction, mesh deformation, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and anemia of chronic disease. Post operative patient treatment included medication, surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced perforation, suffering, hernia recurrence, infection, inflammation, fibrosis, open wound, adhesions, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, inflammation, scarification, lack of adequate ingrowth, small bowel obstruction, mesh deformation, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and anemia of chronic disease. Post operative patient treatment included use of jp drains, repair of small bowel, medication, surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced perforation, suffering, hernia recurrence, infection, inflammation, fibrosis, open wound, adhesions, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, inflammation, scarification, lack of adequate ingrowth, small bowel obstruction, mesh deformation, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, and anemia of chronic disease. Post operative patient treatment included repair of small bowel, medication, surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, and repair of incisional hernia with mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia in a laparoscopic repair. The patient experienced perforation, suffering, hernia recurrence, infection, inflammation, fibrosis, open wound, adhesions, fluid collection around the mesh, draining wound, fever, chronic pannus, mesh erosion, inflammation, scarification, lack of adequate ingrowth, small bowel obstruction, mesh deformation, mental pain, pain, disability, impairment, loss of enjoyment of life, defective mesh, & anemia of chronic disease. Post operative patient treatment included use of jp drains, repair of small bowel, medication, surgical revision for laparoscopic ventral hernia repair with mesh, excision of mesh, small bowel repair, abdominal wall infection, placement of wound vac, repair of incisional hernia with mesh, & enterotomy with repair.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.